Manufacturer narrative:
A field service order has been created for an intuitive surgical, inc. (Isi) field service engineer (fse) to come to the customer site to further investigate the reported event. The fse has not come onsite to perform the field evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there were issues with instruments being recognized on universal surgical manipulator 3 (usm). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found multiple 282 errors on usm 3. The customer tried reseating the drape and another instrument, but the usm still would not recognize it. The customer decided not to use the usm 3 for the case and pulled usm 4 in to replace it. The isi tse suggested that they replace the drape next time they had that issue. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The robotics coordinator confirmed with the isi field service engineer (fse) that they had no further issues. No site visit was conducted. The system was confirmed to be working properly, and no additional action was required as the issue was resolved.